Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock impedance measurements. Another lead was implanted instead. This lead was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted the lead was severed 12.2 cm from the terminal end. Furthermore, calcification of body fluids on the distal and proximal shocking coils. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the distal and proximal shocking coils. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock impedance measurements. Another lead was implanted instead. This lead was returned to boston scientific for evaluation. No further adverse patient effects were reported.